Manufacturer narrative:
The investigation has determined that higher than expected, vitros tsh results were obtained from a vitros total thyroid control when tested on a vitros eciq immunodiagnostic system. Although the customer did not perform the recommended vitros tsh precision test that includes all three levels of vitros total thyroid control, the results of pre-service within-run vitros tsh precision tests were unacceptable compared to ortho guidelines, indicating that the vitros eciq system is likely not to be performing as intended. Acceptable within-run precision vitros tsh results were obtained after an ortho fe completed service actions to return the vitros eciq to expected performance. Although the customer did not evaluate the vitros eci q system performance utilizing the recommended vitros tsh procedure, the improvement in performance after service indicates the vitros eci q system is the likely cause of the higher than expected vitros tsh results.

Event description:
A customer obtained higher than expected vitros tsh results from a vitros total thyroid level 2 control when tested on a vitros eciq immunodiagnostic system vitros tsh results 3.11*, 3.11*, and 3.17* miu/l versus expected result 2.36 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh results were obtained when testing vitros total thyroid controls for evaluating the vitros eciq performance. Vitros tsh is not used at this site for routine testing, therefore no patient samples were involved. However, the investigation cannot rule out that patient results would not be affected if the issue were to recur undetected. Ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).